Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customers fill estimate was inaccurate after loading a cartridge with insulin. Contact reported that the customer's pump was dropped in water approximately one year ago and is concerned this is a possible cause, contact also reported that there was a similar issue that happen one other time but did not specify a date. Contact stated they will not ask customer about blood glucose effect. Contact declined troubleshoot with tandem technical support. Contact states that they will reload the cartridge.